Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, inspected the cartridge and its components, cleaned the pump's pneumatic tap area, attempted to reload the cartridge without success, and eventually filled and loaded a new cartridge successfully with assistance, allowing the insulin load process to resume.